Event description:
Patient reported infusion device stopped working without warning. She experienced elevated blood glucose of 408 mg/dl. Her normal blood glucose level is less than 150 mg/dl. Patient experienced symptom of dry mouth. Patient indicated that she discovered the issue when she attempted to administer bolus. She replaced the power pack and administered a bolus to address the issue. Patient reported that the power packs had been in use for more than 2 weeks. Company representative questioned patient regarding the power pack recall and patient stated, "I did not take it too seriously because I never had any trouble, so I had not been changing my power packs every two weeks." Patient was informed of the importance of changing the power pack every two weeks. The patient did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.